Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was not working. There were no reported adverse effects.

Manufacturer narrative:
One pneupac parapac ventilator was received in damaged condition with a bent face plate and manometer turned off center. The power knob was turned to on, but to no effect. Upon further inspection, it was noted that battery compartment assembly was damaged. There was also visible damage to enclosure, with cracking by battery compartment. The unit appeared to have been dropped by the user, but passed all functional testing. The evaluation determined the customer reported issue and user interface was noted as the problem source.